Event description:
The healthcare provider reported that the patient was admitted for severe lower abdominal pain. Hcp (healthcare provider) stated patient has a "high stool burden". Pt reported having constipation for the last week or so. The patient was admitted to hospital last night. Hcp asked if there was a way to check the device to see if it was working properly. Pt indicated to hcp that it was for constipation. Symptoms reported were: constipation. Location of symptoms reported: bowel. This was considered a gradual change in therapy/symptoms. Event date: (B)(6) 2016. Hcp indicated that it started "week or so" ago. Indications for use were noted as: urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.